Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter. The balloon was tightly folded. The hypotube and inner/outer shaft was tactile and microscopically inspected. Inspection revealed numerous kinks in the hypotube, and a complete shaft separation 41.5 cm from the strain relief. The separated ends were oval in shape, suggesting the area was kinked prior to separating. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Device analysis determined the condition of the returned device was consistent with the reported information. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 12mm x 2.50mm nc quantum apex¿ balloon catheter was selected to dilate the lesion. However, it was noted that the shaft was broken. The device was not used and the procedure was completed with another of the same device. No patient complications were reported.